Event description:
It was reported that the tip of the device broke off in the patient's shoulder. A 45-60 minute delay was experienced in order for the surgeon to remove the broken piece. There was no patient injury reported.